Event description:
Impedance readings were >4000 ohms on some of the bipolar pairs. All combos with 5 were >4000 ohms. Reprogramming was done and the patient was getting stimulation using 6-7 pair. It was noted that the battery was showing 3.0v which seemed high given that implantable neurostimulator was implanted 5 yrs ago. They planned to recheck the battery status. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).